Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to nozzle clogging, amount of water contact does not meet the standard value, water removal ability does not meet the standard value, no air is fed, water supply volume does not meet the standard value and nozzle has foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle has foreign objects. There was no patient involvement.